Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
It was reported that a system error 2240 (air in set) occurred on the homechoice (hc) during peritoneal dialysis. The event occurred during the initial drain and air was noted in the patient line. The technical service representative explained the alarm to the caregiver (cg). The cg would restart with new supplies. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is not confirmed because disposable set was not returned to baxter for evaluation, lot number was not provided for a batch review and user did not describe any types of use errors or other issues that might have caused the reported event. The assignable cause is undetermined.